Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
There was no button error alarm during testing. However, the unit had intermittent button response due to corroded keypad traces. The unit had minor scratched lcd window, cracked case at display window corners, a battery tube threads, a reservoir tube lip, and a broken belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. He stated that he had previously programmed a bolus, but he was unsure whether the button error alarm had occurred while the bolus was in progress. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.